Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by MFR: a synergy ous mr 2.25 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the distal end of right coronary artery. A 2.25 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted. The device was simply pulled out and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the distal end of right coronary artery. A 2.25 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted. The device was simply pulled out and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.